Manufacturer narrative:
(B)(4). Firing trigger teeth. The analysis results found that the atw45 device was received with the firing mechanism damaged and with a reload loaded in the device. The reload was received fully loaded with staples. The device was closed and it opened as intended. No additional functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached as to what caused the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge in previous firings. When either or both of these scenarios occur, the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). The returned reload was loaded into a test device and it fired, cut and formed all the staples as intended. A batch record review was performed and no anomalies related to the event description were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the nurse said that the device was stuck on the patient's tissue. Both the closing handle and the trigger were closed and could not be shifted. The nurse advised the surgeon to open the firing trigger while pressing on the release button and the device eventually opened. The nurse reported that it appeared that the device had not fired any staples or transacted the tissue. Unknown how case was completed. Unknown outcome on patient as the surgeon continued the surgery after removing the device. Follow-up: the procedure-removal of pharyngeal pouch. The surgeon opened a new device to perform/complete the procedure without incident. Patient recovered well. Update from rep (B)(4) 2011: "I followed up with the scout nurse for the removal of pharyngeal pouch procedure. She described the complaint exactly as is currently documented in the complaint form. The surgeon opened a new device to perform/complete the procedure without incident. Patient recovered well."